Event description:
Same event as MFR report #: 2134265-2009-00126, 00128, 00129. It was reported that during a percutaneous coronary interventional procedure, the wire fractured and two balloons ruptured. The lesion being treated was located in the calcified left anterior descending artery (lad). During the rotational speed adjustment of the rotablator system, the mid-shaft of the floppy rtw fractured outside of the body. The procedure was then continued with a 1.75mm burr. Following ablation, a 20x5.0mm quantum maverick balloon catheter was advanced to the lesion and inflated to 18 atms, however, it ruptured. The balloon was then exchanged for a 15x4.5mm quantum maverick balloon, however, that balloon ruptured at 16 atms. The procedure was then completed with another of the same devices. No patient complications were reported, and patient status was reported as "no problem".